Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device failed to alarm when the IV tubing set had large bubbles during infusion and device was shutdown manually by nurse. The patient was receiving an infusion of dextrose 5% & 0.45% sodium chloride at a rate of 125ml/hour. The hospital indicated there was no harm or injury resulting from this incident. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : see manufacturer narrative.

Event description:
It was reported that the device failed to alarm when the IV tubing set had large bubbles during infusion and device was shutdown manually by nurse. There was patient involvement but no harm.